Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported three intraocular lens (iol)-broken bag. There was contact with the patient, and the procedure was completed. Additional information was provided that during a glaucoma filtration device (gfd), cataract extraction with iol implant procedure, the second lens was inserted partially and somehow shot out of the incision, and ended up on the floor. There are three medical device reports associated with this patient. This report is associated with the second iol.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. The optic is pressed against a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Two viscoelastics were indicated; only one is qualified for the lens/cartridge combination indicated. It is unknown if a qualified product was used. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).